Manufacturer narrative:
The patient experienced peritonitis on and unreported date one and a half weeks prior to the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient began treatment unspecified antibiotics (doses, frequencies and routes of administration not reported) for peritonitis. On an unspecified date, the patient¿s pd catheter was removed and pd therapy was withdrawn. The patient was currently on hemodialysis at the hospital. The patient¿s outcome was not reported. No additional information is available.